Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. An x-ray confirmed lead migration. Reprogramming was performed but unable to restore adequate therapy. The evoke scs system was explanted.